Manufacturer narrative:
When the user first called the device manufacturer, they reported that the device's paper caught on fire, and they were getting a fault error message with the printer. When transferred to technical support, the user reported that the device will not power up. The user was advised that the device should be returned to the device manufacturer for evaluation and repair. The user was also provided with the part number of the device's power supply board as well as the printer. To date, the user has not arranged for evaluation and repair of the device. Additionally, the user has not ordered any of the parts necessary to perform a repair themselves. The device manufacturer has called the user to follow up on the reported incident, but the user has not returned any of the device manufacturer's calls. As a result, the device manufacturer has not been able to verify with the user whether or not an actual fire occurred. It cannot be determined from the available information if the reported problem was due to a component failure or if any part replacement or any other action was needed to restore expected function. No additional actions are planned by the device manufacturer at this time. The printed circuit boards in this device bear the ul mark of conformity to ul94. In order to bear that mark, the boards must have a flammability rating of a least ul94v-2. Additionally, this device has a metal enclosure, which means that it is not required to have a flammability rating. A supplemental report will be filed if additional information is provided by the user facility which impacts this report or if the device is made available by the user for evaluation by the device manufacturer.

Event description:
The user reported that the device's printer paper caught on fire, that they were getting a fault error message with the printer and that the device will not power up. There was not patient involved in this reported incident.